Manufacturer narrative:
The referenced lvad exchange was reported under medwatch MFR. Report #2916596-2015-00627. (B)(4). Approximate age of device ¿ 11 months. (B)(4). The pump was not returned for evaluation. A direct correlation between the device and the reported patient event could not be conclusively determined. The instructions for use lists thrombosis and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2012 and received a pump exchange on (B)(6) 2015 due to hemolysis and pump thrombosis. It was reported that the patient has continued to struggle with pump thrombosis. The right ventricle is severely enlarged, severely dysfunctional and complicated by tricuspid regurgitation. The patient is on norepinephrine and continuous renal replacement therapy (crrt). The patient was dyspneic and on oxygen per face mask. On (B)(6) 2016, a head CT scan demonstrated subarachnoid bleeding that involved the right sylvian fissure and the inferior right frontal gyrus. Overall, there was no substantial interval change in subarachnoid blood in the right perimesencephalic cistern. The patient's neurologic status was stable, and the patient was neurologically intact. The patient was a do not resuscitate / do not intubate status. The patient's spouse and physicians elected for comfort care, and decided not to escalate treatment further with any type of diagnostic testing or invasive procedure. The patient expired on (B)(6) 2016 due to multi-system organ failure.